Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited far-field r-wave oversensing that caused inappropriate mode switch. Further information was requested; however, was not provided.